Event description:
Pt with sinus bradycardia went to the or for placement of a dddr pacemaker. Post operatively, the ventricular lead was found to have intermittent capture with normal sensing. The pt returned to the or for attempted repositioning of the lead but was felt to need replacement. Lead replaced with good results.